Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the abutment site. The patient was prescribed oral antibiotics (date and duration not reported). The implanted device remains.